Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified the head is fractured into 4 pieces. Discoloration is seen in the taper. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap film of the left hip demonstrates a left total hip arthroplasty with cement fixation of the acetabular cup. There is irregular contour of the femoral head and hyperdense fragments along the inferior aspect of the arthroplasty which suggest ceramic head or ceramic liner fracture. Radiolucency at the bone cement interface of the proximal femoral component laterally could indicate loosening. Limit evaluation of the left hip demonstrates osteopenia of the left femur. Incomplete evaluation of the femoral stem. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip arthroplasty on an unknown date. Subsequently the patient was revised due to alumina ceramic head fracture approximately 2 weeks ago. Attempts have been made and additional information on the reported event is unavailable at this time.